Event description:
Patient's device explanted in october due to infection. The hcp did not report any known signs of infection. A culture was obtained which produced mycobacterium.the patient was treated with oral and IV antibiotics, and underwent a total device system explant. The hcp reports debilitated status as a risk factor before implantation of the device. The infection has resolved. The device was explanted, but not returned to the manufacturer for analysis.